Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)

Event description:
The omnispan 12 degree succeeded for the first fire how unable to fire the second tab behind the menscial wall. Then surgeon removed both tab and reopened another new implant. The following additional information was received via e-mail from the affiliate on (B)(6)-2015: the procedure was not delayed. It is unknown if the suture was unwound from the packaging prior to the needle being removed. The triggers on the deployment gun were pulled in the correct order. The needle was loaded in the correct orientation. The first implant was removed as the second implant failed after the first one succeeded. The surgeon used a new location for the second implant.